Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04v0n, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient had her device replaced a day prior to this call due to complications and pain. It was noted that the patient fell frequently because ¿she has neural problems.¿ the patient stated that she fell several times and she and her hcp think that this impacted her device. The patient had had complications for the last 2.5-3 months. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.